Manufacturer narrative:
Result: damaged siderail panels and damaged footboard modules.

Event description:
It was reported by service report that the footboard modules were broken and bed exit was not working. It was further reported, there was a damaged siderail panel resulting in exposed sharp edges. No adverse consequences have been reported.